Manufacturer narrative:
The referenced journal article is: pipin kojodjojo, roy m. John, and laurence m. Epstein. Disseminated malignancies masquerading as cardiovascular implantable electronic devices infections. Europace/28 february 2011. (B)(4).

Event description:
Boston scientific received information that this journal article reported a study where out of 1449 patients undergoing lead extraction in 13 us centers, 402 patients (27.7%) were undergoing intervention for pocket infection or erosions. A particular case study was also reported where a patient with a boston scientific device and lead was found to have device pocket disruptions due to metastatic deposits. The patient presented with increased swelling and discomfort of the pocket during device follow-up without any signs or symptoms of sepsis and negative cultures. The cause was presumed to be due to infection. The system was successfully extracted. At the time of surgery, the scar tissue within the pockets was atypical and histological specimens were sent for analysis. This confirmed diffuse large-cell lymphoma and metastatic lung adenocarcinoma as the causes of pocket disruption. It was also reported that inappropriate shocks delivered due to sinus tachycardia. No other adverse patient effects were reported. The model and serial numbers for the device and lead were not provided.